Event description:
It was reported that within a week post implant the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. It was noted that the patient is part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Continuation: add01 implantable pulse generator 2007-(B)(6), 5076 implantable pacing lead 2007-(B)(6). (B)(4).